Manufacturer narrative:
Vasthere has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using night aligners, the patient's dental provider sent a letter of recommendation (lor) to cease treatment due to moderate mobility, severe pain on the maxillary anterior teeth along with discoloration of tooth #9.

Manufacturer narrative:
Report #3014845255-2024-03275 is a duplicate of report #3014845255-2024-05123 issued on 12-18-2024.